Event description:
The account alleged the brakes set on the bed but the brake casters will still pivot and roll. No pt impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.